Event description:
Additional information received indicated that externalized conductors were observed via x-ray prior to lead being capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when an asymptomatic patient presented to clinic after receiving an alert, high, out of range, pacing lead impedance and oversensing were observed. The lead was capped and replaced.

Manufacturer narrative:
(B)(4).